Event description:
Pt received overinfusion of dopamine. Infusion pump was set for 6.4 ml/hr at 0900 with 500cc bag. At 10:20, 400cc of dopamine solution was infused into pt. Total vol read on infusion pump 17.2 ml infused. Pump removed from pt and sent to biomedical engineering. Biomed downloaded pump history and performed volume test with no problem found. Pump set to MFR for analysis.